Event description:
It was reported to baxter?s technical service center that a system error (se) 2240 alarm occurred during use, during dwell 4 of 6 on the homechoice (hc) . All bags were not properly connected. A supply bag fell and disconnected. The home patient (hp) was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. There were no open clamps on any unused supply lines. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would finish with a manual bag. The hp would finish with a manual bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause was a supply bag fell and disconnected. Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional relevant information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.